Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inflating the device during a laparoscopic hernia repair procedure, the balloon got detached from the trocar and fell into the patient's cavity. The balloon was retrieved. The surgical time was extended to 30 minutes or more. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon was disengaged from the cannula. The obturator appeared intact. The insufflation was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon from the cannula could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. During clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.